Manufacturer narrative:
H3, h6) the cable jacket had been cut at the strain relief at the back of the frame. The internal wires had been pulled through the opening to a small degree, but no bare conductors were exposed. Otherwise, the frame was fully functional displaying good geometry and divot error readings with normal tracking and verification. This regulatory report is being submitted due to retrospective review through CAPA 626390. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that there was disconnection. Additional information was received that the led did not light so it was presumed that there was a cable disconnected inside. There was no patient involved.